Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Title/ref: syringe 3p 60ml ll syringe pump 300865. Gef : 3224. Labo : bd. Lot : 2401119. Per : 12/2028. Event description: during the preparation of a chemotherapy bag, the pph noticed when unwrapping the syringe that it had no gradation.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a black line was observed in the area where the scale should be printed, verifying the reported incident. A device history review was performed for reported lot 2401119; no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All syringes were inspected, and all scales were verified to be complete and properly printed on the barrel. While we cannot identify a direct issue, this incident likely occurred during the marking process due to a jam in the marker which prevented the scale from being properly printed. Manufacturing personnel have been notified of this incident to increase awareness. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Annex a code updated to a2101: device markings/labelling problem.